Event description:
The nurse found the patient's right apical chest tube disconnected from the suction set-up. The chest tube was immediately clamped. The nurse noted that the clear plastic connection adaptor that connects the stopcock to the catheter was disconnected and believed to have been broken. The nurse was unable to reattach the connection adapter. A new attachment was improvised. The patient appeared anxious and was medicated for comfort. A portable chest x-ray was performed and compared to one performed one hour prior to occurrence, there was no significant interval change. No pneumothorx was present with right chest tube in place.